Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst when priming at 4atm upon first inflation for a few seconds. The device was simply pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A examination identified a balloon longitudinal tear beginning approximately 2mm proximal of the distal markerband and extending approximately 9mm distal of the proximal markerband. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the cephalic vein. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon burst when priming at 4atm upon first inflation for a few seconds. The device was simply pulled out and the procedure was completed with another of same device. No complications were reported and patient was stable post procedure.